Manufacturer narrative:
The product was not returned for evaluation, therefore, a product evaluation could not be conducted. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information provided, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that one month post-op the patient has z-syndrome. Reportedly patient complained of decreased vision and an exam showed capsular fibrosis, striae, vaulting of the lens and increased astigmatism. The surgeon was unable to treat the z-syndrome due to a small, non-dilating pupil so the lens was exchanged 2 months post-op with a different model mono-focal lens. In the surgeon''s opinion the most likely cause of the z-syndrome was "capsular contraction." It was also reported that the patient has significant corneal astigmatism caused by an enlarged wound for iol extraction. The surgeon is evaluating treatment options including lasik/prk for the patient to regain good uncorrected distance vision.